Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) was admitted to the hospital. The physician was required to place a urethral catheter while the aus remained activated, which resulted in device rupture and bleeding. The entire device was explanted. Six months later, the patient returned for replacement, and the physician noted scarring. A new cuff and balloon were implanted. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with use of device issue-user error may have been due to an inadvertent/unintentional interaction of the product from the physician placing a catheter while the device was activated. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use. The device history record (DHR) review was unable to be performed as the lot number was not provided. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) was admitted to the hospital. The physician was required to place a urethral catheter while the aus remained activated, which resulted in device rupture and bleeding. The entire device was explanted. Six months later, the patient returned for replacement, and the physician noted scarring. A new cuff and balloon were implanted. No additional information was provided.